Event description:
It was reported that patient has been referred for surgery due to suspected migration. Physician believes the patient's lead may have been dislodged or that the device was displaced during a preventive surgery for patient's history of thoracic outlet syndrome. Diagnostics seen to be okay. Device evaluation is not necessary because the reported event has been determined to be related to not be related to the functionality of the device no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the presence of the device.

Event description:
Physician believes that the battery had depleted completely due to the lead potentially being dislodged. This is not confirmed. Diagnostics are seen to be okay the patient was noted to be replaced prophylactically. The lead remained implanted in the patient. Device evaluation is not necessary because the reported event has been determined to be related to the presence of the device. No other relevant information has been received to date.